Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient felt sick. They clarified, stating that, at first, they couldn¿t pee. Then, they started to pee and then couldn¿t go to the bathroom any other way. They felt sick to their stomach, like there were toxins building up inside of them. They also stated that the stimulation was too high up on their back. They were unsure why, because the device was implanted to treat both their bladder and bowel symptoms. These events occurred on (B)(6) 2017, two days after they were implanted. The patient had already talked with a healthcare professional (hcp) about the symptoms, but they were going to follow-up with them. There were no further complications reported or anticipated.